Event description:
It was reported that the patient presented for an ipg implant for a successful paddle lead scs trial. When the physician took off the patient's bandages, after the patient was anesthetized and intubated, the physician discovered what looked to be infected material oozing from the pocket and tunnel to extensions. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the paddle lead and both extensions were explanted to address the issue. The patient was admitted for at least an overnight stay.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient presented for an ipg implant for a successful paddle lead scs trial was reported to abbott. When the physician took off the patient's bandages, after the patient was anesthetized and intubated, the physician discovered what looked to be infected material oozing from the pocket and tunnel to extensions. The paddle lead and both extensions were explanted to address the issue. The patient was admitted for at least an overnight stay. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.